Manufacturer narrative:
On 01/06/2020, device evaluation was completed. Device evaluation summary: during visual inspection of the device it was observed a tear in the anterior view, measuring approximately 12.5 cm . No other anomalies were observed. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. An investigation of the returned device was performed, and mentor could not uncover a device failure that could be connected to the reported medical symptoms. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture; left side baker grade iii. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient with unknown age, sex, and race underwent revision breast augmentation with a 490cc mentor memorygel breast implant on both sides and was presented with bilateral capsular contracture; left side baker grade IV, and right side baker grade iii. As a result, the devices were explanted, and replaced with catalog number 3505504bc; serial numbers (B)(4) on (B)(6) 2019. This report is for the patient¿s right-sided device.

Manufacturer narrative:
On 12/11/2019, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer reference number: (B)(4).